Event description:
The surgeon implanted a cc4204bf collamer lens. One day/1 week post-op pt's refractive is -4.50. Lens remains implanted. The pt is okay with this for now. Pt's pre-op best corrected visual acuity was 20/50, pt's post-op best corrected visual acuity is 20/25. Iol injection cartridge and iol injector model and lot numbers unknown.